Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec38-i10l. In the event reported, it was stated that there was no video image. The customer stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. Image. The anomaly was detected in the operating room during use. Pentax medical issued return material authorization (B)(4) for the device to be returned for further evaluation. This device is currently pending return from the user. A review of the service history indicates the device was routinely serviced at a pentax facility. No other information provided.